Event description:
No additional information.

Manufacturer narrative:
The customer reported the tubing was malfunctioned and leaked, and the customer returned one sample of unknown material and lot. Upon initial visual examination, a cut/tear in the upper fitment of the silicon pumping segment was found. The complaint of defective tubing is verified. The root cause for the silicon tubing tear could not be found. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following: it was reported by customer that, upon completion of dostarlimab infusion, and running the flush of d5w, after about 8ml of the flush had gone through, air was in the line (IV tubing), the tubing was removed and tried to milk the air and flick the tubing to promote the air to go to the chamber at the top. However, upon this motion, the tubing malfunctioned and within the line (the portion that sits within the IV pump) began squirting IV fluid out of a small hole.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.